Event description:
When the surgeon attempted to remove the spiral of the lifespan vascular graft, a section of the tape lamination peeled off. So, the surgeon did not implant the graft.

Manufacturer narrative:
We have not received the complaint device for evaluation since it was discarded by the user. However, we have confirmed the reported incident in the picture that was provided to us. In the picture, we observed a section of the tape peeled. Without the returned device, we remain inconclusive on the exact cause of the malfunction. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. We did not find any discrepancy in the tape wrapping and lamination step that could be related to this defect. All of the parameters documented in the batch records were found to be within specification. Please note that we conduct 100% inspection of the grafts. Each of the grafts is inspected for holes, tape-related defects, kinks, stains, dents, and wrinkles during our in-process inspection. The qc inspector also inspects a sample of these grafts for those defects. We have also reviewed our complaint history for the last 5 years. We have not received any other complaints of a similar nature. Hence, we consider this to be an isolated incident. The user detected the malfunction during the pre-use check. So, he implanted another graft.